Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that although the device passes operational checks, it fails the auto-test at midnight. No pt involvement.